Event description:
Pt requested to order new pump since old pump is not working properly no other information known. No further details given. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6).